Manufacturer narrative:
One level 1 low flow fluid warming system was received in good physical condition. The device was visually inspected, the tank was filled with water, a temperature check was attached, the line cord was plugged and the device was turned on. The reported leaking issue was able to be duplicated. The tank was leaking from the bottom. Upon inspection of the tank, there was a little residue in the tank, but after letting the device run there was no new residue pumping out into the tank. The cause of the issue was unable to be determined. The water tank cover will be replaced as a preventative measure. The old residue will also be removed and the tank will be cleaned to resolve the issue.

Event description:
Information was received indicating that a smiths medical level 1 low flow fluid warming system was leaking and had residue inside the container. There was no reported adverse event.